Event description:
The customer reported that an "ECG leads off" alarm did not create an audible alarm on the patient information center ix. The device was in clinical use at the time of the reported event. The death of a patient was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
This report is based on information provided by a philips remote service engineer (rse) , remote clinical support personnel, the customer (biomed) and has been investigated by the philips complaint handling team. Philips received a complaint on the patient information center ix indicating that the electrocardiogram "ECG leads off" alarm did not create an audible alarm on the pic ix computer. The patient has deceased in this event. Logs from the pic ix were obtained. The clinical audit log indicated there was an alarm generated for "ECG leads off" and it was confirmed the audible alarms sounded at the pic; therefore, the device performed as expected. In addition, the rse and customer (biomed) evaluated the sound to make sure it was working properly, both confirmed and verified sound is working. The device was confirmed to be operating per specifications and no failure was identified. The device did not cause or contribute to the patient's death. The investigation concludes that no further action is required at this time. The device remains at the customer site.